Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the blue load began firing for second firing after firing a green load on the first firing. A small resistance was felt and then continued firing. Opened stapler and saw that the staple line was not closed on the gastric side of the staple line but was closed on the demeaning gastric side. Upon removal of the device, we saw a crack in the left side of the cartridge with staples half way in the cartridge. Surgeon had to suture the stomach closed. Replaced powered echelon that was used with a new one and second one fired just fine. There was no patient consequences reported, but surgeon to follow patient closely for leaks.